Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture prolonged surgery and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the handle must be broken. When trying to use it, it would just spin out.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When using hex screwdriver from tc3 instruments, it would not work and would continue to spin when attempting to use. Part of loaner set brought in for knee revision. Apologies for the delay in getting complaint processed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: review of the photo could not confirm the failure mode root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.